Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the pleural effusion was attributed to a valve repair procedure that was unrelated to the leadless ipg and delivery system.

Manufacturer narrative:
Correction: eval code-conclusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: mc1vr01-delsys, serial #: (B)(4). Product ID: mi2355a, (B)(4). Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys / expiration date: 28-jun-2020/ (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 04-jan-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced pericardial effusion. The leadless implantable pulse generator (ipg) remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.